Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A company representative reported via email, the customer had informed him the customer was experiencing high blood glucose of 400 mg/dl range. Customer had called his doctor and adjustments were made on the insulin pump. Customer mentioned his body is adjusting to using long acting insulin. Customer's blood glucose was 185 mg/dl in the morning and around lunch time it was 230 mg/dl. Then later in the day it went down to 203 mg/dl. Customer declined being transferred to perform troubleshooting as he was just getting in his car. The device is not returning for analysis.